Event description:
It was reported that the fogarty catheter was inflated for occlusion of the vessel. The balloon burst during removal of the probe, leaving the tip of the probe into the patient. This event occurred with two fogarty catheters of different diameter. The piece was recovered. The surgeon had to enlarge the arteriotomy in order to find the missing piece of the probe. It was confirmed that there was no patient complications and all the pieces were recuperated. It was indicated that the clot was a bit calcified and the vessel was the femoral. It was further indicated by the customer that the balloon can burst; however, it is not normal that the tip remained into the patient. The resistance noted was the same than usual. The balloon tested before use.

Manufacturer narrative:
The device was discarded at the hospital. Without the return of the device we are unable to complete an investigation of the reported event. A device history record review was completed and it was confirmed that the device met specifications upon distribution.